Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is a non-union with fatigue on the nail. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was exchanged due to a non-union causing a bent/broken nail. The broken im nail was replaced with a 9mm x 260mm standard nail per the sign technique manual. Surgeon commemnt: "he has history of fracture of the distal third left humerus. It was treated by sign nail two years ago. He developed non union and nail ended up with fatigue and break. Nail was removed and bone graft was applied as well as bigger nail."